Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the initial trial procedure on (B)(6) 2024, the patient moved on the table during the procedure and agitated his nerve root with the needle, bothering the patient's leg. As a result, the patient underwent surgical intervention during which the lead was explanted 30 minutes after implantation. The patient was stable post-operatively.